Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodged. It was reported that after attempting to cross an ostial dx lesion and predilation, the 2.5 x 12 mm promus stent got hung up on some calcium. While retracting the stent delivery system (sds) the stent came off balloon. The stent was found inside of the pt and an attempt was made to snare the dislodged stent, but it failed. The stent migrated down the lad. A new stent was used to compress the dislodged stent against the vessel wall. There were no reported pt effects. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributed promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The inability to cross the lesion can be affected by numberous factors including. Potential causes for stent dislodgement, as observed in past incidents, may include interaction of the stent with the lesion, or accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. In this case, the reported failure to advance and stent dislodgement appear to be related to the calcified lesion; however a conclusive root cause cannot be determined.